Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The device instructions for use contains a warning regarding fire and the use of electrosurgery in oxygen enrich atmospheres.

Event description:
The customer reported that during a procedure to remove a lesion from the pt's nose, the nasal cannula ignited and the fire caused burns to the pt's nose and cheeks. The burns were described as 1st degree and treated with silvadine ointment. The incident device was discarded by the site.